Event description:
There is a speaker failure on the mp2 monitor as well as the x2 monitor. Approximately three weeks ago we installed 53 new mp2 monitors in the emergency department (ed). Daily we have about 10 speakers fail. The replacement speakers also fail at about the same rate. The monitor is also used for transport purposes, and the lack of an audible alarm presents a serious risk to the patient. Our ed serves patients of all ages. The vendor has been replacing the speakers. Replacements have been well over 50% of the fleet that was just installed and sometimes the replacement speakers are failing. The vendor told us there had been a recall and they thought the problem was resolved. But with the high failure rate of our new monitors, they think the issue is truly not resolved.